Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted